Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The earth leakage verification normal measurement: 617.6 microamps (low limit: 4.0 high limit: 300.0); fault norm measurement: 825.4 microamps (low limit: 4.0 high limit: 500.0); fault rev measurement: 98999999999999984.0 microamps (low limit: 4.0 high limit: 500.0). There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed hc return instrument test/evaluation (rite) electrical test due to earth leakage but passed rite functional test. The assignable cause for the rite failure of earth leakage was undetermined.